Manufacturer narrative:
The lot number has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The samples have been returned for eval and the investigation is currently underway.

Event description:
It was reported that three marker bands detached from two ivc filter sheaths after advancement through scar tissue at the access site. During advancement through the left femoral vein, imaging demonstrated that the marker band on the distal tip of the introducer sheath appeared to be moving. The entire delivery system was removed. Another ivc filter system was advanced using the same access site. Imaging demonstrated that the distal marker on this sheath also appeared to be moving, but the filter was successfully deployed and the delivery system was removed without incident. Final angiography identified three marker bands just below the ivc filter. A snare was advanced through the right femoral vein in an attempt to retrieve the marker bands. The snare became entangled in the filter and could not be withdrawn. Another snare was advanced through a 16f introducer sheath in the internal jugular vein and the filter was pulled into the introducer sheath. The sheath, snare and filter were all successfully withdrawn as a single unit. The snare within the right femoral vein was then used to retrieve two of the detached marker bands. Reportedly, the third marker band migrated into the pulmonary system. Another ivc filter was then implanted through the femoral access site without further incident. The pt is reported to be asymptomatic.